Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new rv was successfully implanted. No additional adverse patient effects were reported.